Event description:
On 21-feb-2025, abbott point of care was contacted by a customer regarding I-stat cg4+ cartridge that yielded a suspected discrepant results of 3.77 on a (B)(6) year old male patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: date: collected: tested: results: (mmol/l), sample: I-stat, on (B)(6) 2025, 09:00, 09:00, 3.77, a, lab, on (B)(6) 2025, ni, 14:25, 1.50, b. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 04-mar-2025.a review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for cg4+ cartridge lot d24297.